Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead showed loss of capture (loc) with high pacing thresholds. At time of implant procedure, the thresholds were stable but then increased. The patient went for a lead revision. After 5 hours and multiple attempts, the lead was left in place with high threshold. The patient was discharged on and the physician declared that the patient was experiencing an inflammatory response to lead placement. The rv lead remains in service. No additional adverse patient effects were reported.